Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2012. It was noted that the event was possibly related to the implant procedure.

Event description:
It was reported that the patient stayed in the hospital 2 extra days after his surgery on (B)(6) 2012 due to dementia like symptoms from stress after the surgery. It was noted that the outcome was resolved without sequelae on (B)(6) 2012. It was noted that the etiology was ¿surgery/anesthesia.¿ it was noted that the event was not related to the device or therapy and not related to the implant procedure. It was noted that signs and symptoms included dementia like symptoms. It was noted that the event resulted in prolonged existing hospitalization.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va0074j, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial# (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3389s-40, lot# va0074j, implanted: (B)(6) 2012, product type lead. (B)(4).